Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2017 arjohuntleigh has become aware of the event which occured with involvement of maxi move passive floor lift and clip sling. It was reported that during patient transfer from bed to wheelchair, when the patient was over the wheelchair, one of sling clips broke. As a result, the patient fell on the wheelchair and slid down to the floor. There was no injury sustained.

Manufacturer narrative:
On 27-dec-2017 arjohuntleigh has initially become aware of the event at (B)(6) transitional healthcare located in (B)(6), USA with the involvement of arjohuntleigh system: maxi move passive floor lift and passive clip sling. It was reported that during patient transferring from a bed to a wheelchair, one of the clips broke causing the patient to drop. The drop occurred at the end of the lifting process, the patient fell on the wheelchair and slid down to the floor. The patient did not sustain any injury. When reviewing similar reportable events, we have found a few of cases with similar fault description (clip breakage). From previous investigations into similar problems, it is concluded that the damage to the clip is not likely to have occurred during or due to on-label use. All sling clips outperform their specification, except when damaged. After the event the involved sling was inspected by an arjohuntleigh representative -the sling label was barely visible and one clip was broken widthwise. Also, there is information that the sling overall condition was weak- the stitching was ripped in multiple places. We cannot determine its manufacturing date with a certainty due fact that the sling label was barely visible. However, based on the photos and information attached to the complaint by a service technician who inspected the sling we are able to determine that the sling was manufactured in 2007. Please note that the sling was over 10 years old at the time of the event. Moreover, information provided to complaint indicates that: the maxi move lift was also inspected, the device was found in very good condition. The last service maintenance has been performed by arjo on 18-nov-2017. The last training for the caregiver was performed on 17-oct-2017. There is the statement on the sling label itself, but also the sling IFU, that the sling is not to be dried with a washing press or similar method. This is because doing so, can mean that the clip receives a mechanical pressure much higher and from a different position (outside rather than inside) than it was intended for. It can cause bending, deforming, hairline cracks or even outright breakages of the clip before or during use. Following the clip sling IFU - document max01510.int: "do not use mechanical pressure - pressing or rolling, during the washing or drying procedures". Following the maxi move IFU-document 04.km.00/1gb: "the expected operational life for fabric slings and fabric stretchers is approximately 2 years from the date of purchase. This life expectancy only applies if the slings and stretchers have been cleaned, maintained and inspected in accordance with the "arjo sling information" documents, the "operating and product care instructions" and the "preventive maintenance schedule" in this event, we can clearly see, based on the photos attached, that the clip broke from left to right site. It is impossible that the clip had been broken by itself when is using according to instruction for use. Based on analysis of previous complaints, a breakage of a clip from left to right is expected to occur when a clip is pinched with a force much higher than the force it will normally receive during use. The force needed could come from a steam-powered washing press, or similar, combined or followed with a sharp blow of mechanical force. This pressure is not present during the intended use of the sling as described in the after sales documentation of sling and lift device. The instruction for use of the sling and maxi move device gives guidance on the inspection checks to be performed, proper washing procedures and that the sling should be discarded after two years lifetime, or before that, when damaged. The photos attached to complain clearly shows visible damages of the sling and confirm that the label was illegible. To conclude, arjohuntleigh system (maxi move passive lift and passive clip sling) played a role in the complaint issue when the event occurred as they were used for resident's transfer. As a consequence, the patient dropped to the floor, no injury occurred. There was a system deficiency found (clip breakage) and from that perspective, the system did not meet the manufacturer's specification at the time of the event. We report this event to the competent authorities because of the reported failure and due to the potential for serious injury upon reoccurrence.